Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain alarm on a homechoice device. This occurred at the end of peritoneal dialysis therapy. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical services representative explained the alarm to the caregiver and assisted the caregiver in ending therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.